Event description:
There was an allegation of questionable cortisol results for qc material and patient samples from the cobas e 801 analytical unit. For one patient sample, the initial result was 2243 nmol/l, and the repeat result was 640 nmol/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found an issue with the liquid level detection (lld) detection rod at measuring cell 2. The lld for measuring cell 1 was also adjusted. After priming and measuring cell conditioning, the qc results were within the acceptable ranges. The investigation determined that the service actions resolved the issue.